Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was out of place. Further, a lead repair was done. There was an attempt to obtain additional information from the field representative but was unsuccessful. This rv lead remains in service. No additional adverse patient effects were reported.